Event description:
The customer called on (B)(6) 2012, to report that his blood glucose at 11:37 am, on measured 407 mg/dl, at 6:00 pm (this may be (B)(6) 2012, the day before the call, but the caller didn't specify), it was 287 mg/dl and he was having a meal estimated to contain 35 grams of carbohydrate, so he took a 12.05 unit bolus dose of insulin. He also reported a bg of 338 mg/dl, at 3:03 pm. When the device was removed, it "looked wet" and the cannula looked bent."

Manufacturer narrative:
The device that was returned for eval was determined to have failed at deployment and had not been used to deliver insulin. It was not the device used in the event description. We are unable to confirm the bent cannula in the device worn during the event or to determine if it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns: "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and "please read all the instructions provided in this user guide and practice the blood glucose testing procedures before using the system. Monitor your blood glucose with the guidance of your healthcare provider. Undetected hyperglycemia or hypoglycemia can result without proper monitoring." It advises "to avoid hyperglycemia (high blood glucose), check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."